Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with strong discoloration/contamination and scuff/scratch marks on the spacer and cap. The shaft of the device identifies to be loose. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device was connected to a compatible quantum 2 controller and activated by a known good foot pedal device in saline solution at the default and max settings. The device was dissected to verify the loose shaft. A loose adhesive on the shaft inside the handle was visually observed. The device produces plasma on the electrodes as intended. The suction line was tested and was clogged by dried parts of tissue on the suction openings. A back flush thoroughly cleaned the line and the suction performed as intended. The complaint was verified but the root cause could not be determined with certainty. The device is not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. There were no indications that would suggest that the device did not meet product specification upon release into distribution. There were no indications that would suggest that the device did not meet product specification upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during shoulder surgery, the cutter head melt and fell off the debris. A backup device was available to complete the procedure with no significant delay or patient injuries. The pieces were removed from the patient.